Event description:
The event is reported as: the instrument had one successful firing of clips. Subsequent firing of clips failed during a laparoscopic cholecystectomy. No patient injury reported.

Manufacturer narrative:
Sample has not been received yet by manufacturer at time of this report. The results of the investigation are not available at the time of this report.